Event description:
During baxter's evaluation of this device for an un-related complaint, it was discovered that the device displays does not recognize a closed door. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. Evaluation found the device did not recognize a closed door, caused by a failed upper auxiliary link switch. The failed upper auxiliary assembly was replaced.